Event description:
Customer reported absence of no delivery alarm. Made sure customer was disconnected to troubleshoot. Checked for leaks/air tubing/reservoir connections. Assisted customer with set change. Instructed customer to remove pump and contact md for back up plan. Sending replacement pump.

Manufacturer narrative:
No delivery alarm occurred outside of specification range due to faulty force sensor.